Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 38-year-old caucasian female patient underwent a primary breast augmentation procedure with mentor smooth round moderate plus profile 475cc saline breast prsotheses and suffered several unexplained systemic symptoms, including fatigue, feeling tired, brain fog, frequent body aches, weight gain, fibromyalgia symptoms, and a lump on her right breast that causes pain. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 16-nov-2022, mentor received additional information about the event. An updated explantation date of (B)(6) 2022 was reported. Additionally, it was reported that the patient would not receive replacement breast prostheses following explant surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 21-sep-2022, mentor received additional information about the event: - the patient reported additional systemic symptoms including daily headaches, skin rash, sinus issues and difficulty breathing, anxiety, depression, dry mouth, difficulty sleeping, bowel issues, muscle pain, and joint pain. - the patient is scheduled to undergo bilateral explantation on (B)(6) 2022. Reason for device explant and/or reoperation: generalized illness. D6b explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).